Event description:
Patient reported that pt was getting high readings (specific results not known) on the surestep meter but had symptoms of low blood sugar (sweating, shakes/tremors). There was no allegation of harm.